Manufacturer narrative:
The field service engineer (fse) evaluated the device while onsite. The fse consulted with the tse (technical support engineer) and the tse reported the tidal volume was not low. The customer was advised to reset the ipap setting to increase the tidal volume. The customer reset the ipap setting to address the reported problem. No parts were replaced. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the tidal volumes are too low. The customer reported there was patient involvement and no patient harm.